Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: stays on when the adapter is disconnected. Probable root cause: main board, front board, or receptacle board malfunction damaged or missing esst spring incorrect communication with 1688 software malfunction - main board, front board, or receptacle board hf/rf interference cybersecurity attack - see rsk12346 appendix b security risk table light output intermittent or turns off due to rf interference. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The part number is not known at this time, therefore the gtin and 510 is not known. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.